Event description:
Customer reported a patient put on the machine at 03:05 pm. At 05:30 pm same day, an air detector failure alarm occurred. The alarm was cleared. At 05:00 am, an air detector alarm occurred again. The customer could not clear the alarm and patient was removed from the machine. The patient lost 170 cc of blood.